Event description:
Additional information was received indicating this device was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote home monitoring system that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) displayed low out-of-range (oor) shock lead impedance (sli) measurements of less than 20 ohms. Boston scientific technical services (ts) discussed troubleshooting measures as well as the possible reasons this observation occurred. Additional information was obtained and indicated that the lead impedance was fluctuating between 20 and 50 ohms. The physician recommended a high voltage test but the patient refused it. The system remains in service. No adverse patient effects were reported.